Manufacturer narrative:
The reported complaint of "after removing the protective cover of the catheter, the user observed detachment of serpentine balloon from solex 7 (lot # 90535) catheter shaft" was not confirmed during the visual inspection and functional testing of the returned catheter. The solex 7 catheter was intact and there was no evidence of serpentine balloon detachment during testing. Per solex 7 IFU (106482-002) warning statement: "do not remove the protective tube that covers the balloon until immediately prior to insertion." Upon visual inspection, no physical damage was observed. Noticed dried blood residue on the serpentine balloon. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended.

Event description:
During patient treatment, after removing the protective cover of the catheter, the user observed detachment of serpentine balloon from solex 7 (lot # 90535) catheter shaft. The user replaced the catheter to continue the patient treatment. No known impact or consequence to patient information was provided.